Manufacturer narrative:
(B)(4).

Event description:
It was reported the patients' scs ipg was unable to communicate with the clinician programmer. Troubleshooting was attempted to no avail and the ipg was confirmed inoperable. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.